Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated a partial electrical reset. It was noted a critical ram parity error occurred in address 0c bc on (B)(6) 2015. The analyst commented the por severity is low so the device should be able to fully recover after reset. Concomitant medical products: 5024m lead, implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a power on reset (por) upon device interrogation and diagnostic data prior to the por was missing. It was noted there was a possibility the por occurred due to a bit flip or environmental radiation and all testing was within normal limits after the device was interrogated and consequently reset. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.